Manufacturer narrative:
Event took place in (B)(6) and has been reported through distributor (B)(4). Currently the data is poor and the device has not been returned/ analysed. As soon as further data will be available a follow up report will be sent in to the agency.

Event description:
Irn# (B)(4). Summarizing translation of initial reporter´s narrative: cannula got loosened from hub.

Manufacturer narrative:
Event took place in malaysia and has been reported through distributor gemilang. Based on risk assessment and clinical evaluation report file is considered as closed.

Event description:
Irn# (B)(4). Summarizing translation of initial reporter´s narrative: cannula got loosened from hub.